Event description:
Customer reported a failure code 570. Customer reported there were no patient injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer stated incident occurred before use. Although baxter requested, no additional information was provided regarding patient demographics, medication involved, or device programming information. No additional contact information. No additional contact information was provided.